Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed post-reset ram crc alarm, hardware low level failures and absence of audio . Customer blood glucose reading 290 mg/dl. Troubleshoot was not completed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Hardware low level failures error confirmed in the device history due to cold solder joint on keypad assembly. No audio or vibrate anomaly and no post-reset ram crc alarm noted.